Event description:
It was reported, "during surgery, the cement set too quickly. Revolution mixing component was used. The mixing time was 1 min. And 30 sec. The cement had been stored at the refrigerator at the hosp and it was taken out 1 min prior to use."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report. The subject device is not cleared for sale in the united states, but a similar device is commercially available in the united states and was cleared (B)(4).